Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the end user reports of incorrect readings. Additional info received from customer indicated that "the questionable readings were in reference to the co measurements." Customer stated "there have been multiple occurrences in which a high co measurement has been noted in patients being checked for an sa02. These were inadvertent findings but erroneous none the less. Pts had been hospitalized for several days with no exposure to co when the readings were made." The pt was a healthy adult male who was exposed to a malfunctioning furnace. No known impact or consequence to pt.